Manufacturer narrative:
Additional information was received on 9/10/2019. The explant was performed on (B)(6) 2019, rather than (B)(6) 2019 as reported previously. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on (B)(6) 2019. An explant is planned for (B)(6) 2019. 2. Is other serious-uncheck. 2. Is required intervention-check. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 8/21/2019. Device evaluation summary: according to the information received, the patient developed capsular contracture. During evaluation of the sample it was observed to be intact. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. An investigation of the returned device was performed, and mentor could not uncover a device failure that we could connect to the reported medical symptoms. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: no information regarding explantation or an expected explantation date has been received. (B)(4).

Event description:
It was reported that a (B)(6)-year-old female patient underwent a primary breast augmentation with mentor memorygel breast implants 400cc and experienced capsular contracture on the right side (baker grade iii) and a possible rupture on the left side implant. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the right side implant.